Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pocket and nerve stimulation. The right atrial (ra) lead had previously exhibited high thresholds and poor sensing and was programmed off in the past. The right ventricular (rv) lead exhibited high thresholds, low impedance, undersensing and muscle stimulation. The rv lead was reprogrammed to unipolar. Both leads were later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.